Event description:
It was reported by the sales rep that the device used during a laparoscopic gastric bypass. There were leaks occurring at the gastric line. The staples looked fine at the time of the operation, but the pt had to go back for re-op 2-3 days post operatively. The staple line was over sewn at this time.